Manufacturer narrative:
The device was not returned for analysis. The results of the investigation revealed the introducer, batch number 5507376 expired on 30apr2019 which was prior to the reported event date of (B)(6) 2019. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported insertion difficulties remains unknown. The use of expired product is consistent with user error.

Event description:
This report is to advise of an event observed during analysis confirming the introducer was used beyond its shelf life.